Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that there were high impedances, greater than 4000 ohms on some contacts intra-op. It was stated that the healthcare provider re-seated the lead and the blue tip was all the way in. They checked for stimulation on and got bellows and big toe movement on all contacts. It was noted that the healthcare provider would close up because the patient was getting good stimulation response. It was reported that they ran all electrode settings on cycling and the patient showed motor responses on each electrode combination. It was reported that the cause of the high impedance was not determined. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.